Event description:
It was reported that the screw came out of the 22cm sp bayonet 1.2mm tip at the user facility. Patient involvement, surgical delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the screw came out of the 22cm sp bayonet 1.2mm tip at the user facility. Patient involvement, surgical delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event was confirmed. Based on the evaluation of the returned device, the guidestop screw had pulled out of the guidestop. Potential causes for the guidestop screw falling out include breakdown of the outer coating from excessive heat, the tips being forced apart, and the effects of use over time. The silverglide forceps is not a repairable device and will not be returned to the user facility.